Manufacturer narrative:
This event occurred in (B)(4). Unique identifier (UDI)#: (B)(6).

Event description:
The customer stated that they received questionable results for a total of three patient samples tested for mg2 magnesium gen.2 (mg) on a cobas 8000 c 502 module (c502). The reagent cassette that was in use had less than 5 tests remaining in it at the time of the event. Of the three samples, one had an erroneous result. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 5.13 mmol/l accompanied by a data flag. The sample was automatically repeated at a decreased sample volume and the result was 3.50 mmol/l. The sample was repeated on a different c502 analyzer and the result was 0.82 mmol/l. No adverse events were alleged to have occurred with the patient. The c502 analyzer serial number was (B)(4). The field service representative checked and verified the sample probe washing station and gear pump pressure. All were within specifications. The mg reagent cassette was replaced and there have been no further issues since this action. No other tests were affected.

Manufacturer narrative:
As calibration and quality controls were acceptable, a reagent issue could be excluded. As the analyzer washing station and gear pump pressure checked to be ok, a general hardware issue could also be excluded. The issue is most likely related to a contamination of the reagent cassette, which was close to empty. Further investigation of this contamination could not be performed as required data was not available.